Event description:
It was reported that the bronchovideoscope displayed a unrestorable- no image. The issue occurred during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (g2 ¿ report source) should be: user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, no image, could not be identified. Presumably, from the following investigation result that water/humidity entered the subject device, caused damage to the image sensor unit/pcb in the connector, which led to the suggested event. We also presume that the internal image sensor was damaged by external stress by hitting/dropping, or the like, because scratches and multiple dents were found at the bending section and insertion tube. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor the field performance for this device.